Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was found to have the reported failure (iesu c-34 error) was confirmed and replicated. During (power-on test) the (c-54) error was found, confirming the fault occurred in the field upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the integrated electrosurgical unit (iesu) did not generate energy. The iesu displayed error c-34. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked to power cycle iesu, but error came back immediately. The tse asked the customer to get an external generator. The tse explained to the doctor that the activation would be requested from esu and not from the surgeon side console (ssc), and the surgeon acknowledged. The customer stated that they probably had a compatible esu. The tse reconfirmed the activation functioning with the external pedals only. The customer brought in the esu, and it was ready to use. The customer only used the synchroseal instrument with the e100 generator. The tse stayed on the phone until the monopolar and bipolar could be confirmed operational. The customer gave a try with scissor one time: nok. The tse asked the customer to double-check the cautery cable connection. The customer stated that the beep was present when the surgeon pressed the monopolar activation. The surgery was resumed with the synchroseal instrument. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the technical support engineer (tse) and obtained the following additional information regarding this event: the erbe was out of order and the site used the e-100 to complete the procedure. The external generator did not work when the tse was on the phone with the site. The procedure was a radical cystectomy with ileal conduit.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the reported issue. The system was verified and ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the iesu involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.